Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the cutter had been actuated. The casing of the cutter appeared to have split apart during actuation. The device was bloody. Based upon the visual observations, the reported complaint "cutter broke into 3 pieces" was confirmed. The casing of the cutter split apart, but no pieces had broken off. A lot history record review could not be completed since the lot number could not be obtained. A supplemental report will be submitted if additional info is obtained. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, while using the aortic cutter, the surgeon pressed down and the cutter broke into 3 pieces and tore the aorta. The surgeon repaired the tear before the vein graft was sewn on with no additional pt effects reported. The surgeon is highly experienced and uses heartstring products in 75%-80% of cases. A new kit was used to complete the procedure. The lot number is unk. The product was returned.